Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. The samples were repeated on another analyzer. Patient 1 initial sodium result was 155 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 116 mmol/l and the repeat result was 102 mmol/l. Patient 2 initial sodium result was 155 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 117.7 mmol/l and the repeat result was 105.8 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. Calibration and qc were acceptable. The alarm trace contained sample clot detection and sample probe abnormal aspiration errors. The field service engineer found the sipper probe had a clot or gel. He cleaned the outside of the sipper probe and installed a nozzle sip. The customer ran ise checks, calibration, and qc successfully. The investigation determined these service actions resolved the issue.